Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the usb port was damaged which resulted in the pump not charging properly. The customer¿s blood glucose was 118(mg/dl). Reportedly the customer continued to use the pump for insulin therapy.